Event description:
This report is being filed after the subsequent review of the following journal article: pyrc, j., fuchs, a., zwipp, s., (2011, august), early results and complications after hindfoot arthrodesis with the hindfoot arthrodesis nail (han) - first experiences in 28 cases. Langenbeck's archives of surgery, 396, 871-936. This abstract mentions a synthes product, the hindfoot arthrodesis nail. The study followed surgeries that took place between june 2007 and october 2010. There were 26 patients in this study. The indications for the fusions are posttraumatic arthritis, degenerative arthritis of the upper ankle and subtalar joint, charcot arthropathy, and cases with loosening of prosthesis. The patients had a clinical and radiological follow-up after six months and 12 months. Reported post-operative complications are pseudarthrosis in two cases, one osteosynthesis failure and one wound healing problem with necessity of operative revision. One year after surgery, 25 of 26 patients were able to walk without crutches in everyday life. The author experiences with the hindfoot arthrodesis nail showed good functional outcome. There is not sufficient information to file multiple reports. Revisions due to healing problems.

Manufacturer narrative:
Device used for treatment not for diagnosis. Date of event: pyrc, j., fuchs, a., zwipp, s., (2011), early results and complications after hindfoot arthrodesis with the hindfoot arthrodesis nail (han) - first experiences in 28 cases. Langenbeck's archives of surgery, 396, 871-936. Additional device info: this report is for an unknown hindfoot arthrodesis nail. Implant / explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.